Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. The health care professional (hcp) had called in querying on how the trends were not visible for this patient and pacing was still on however tachy therapy was turned off. It was noted that the tachy therapy was turned off due to high impedance measurements. This patient was in palliative care and there is no plan for device replacement. This rv lead remains in service. No adverse patient effects were reported.